Manufacturer narrative:
The lead was cut into several pieces during laser removal and was retained by the hospital. The return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and had dislodged. An invasive procedure was performed. The lead was explanted and replaced and two additional leads were attempted to be implanted, however, the patient had no acceptable target vessels and an lv lead was unable to be placed. The lv port was plugged. No additional adverse patient effects were reported.